Event description:
Lv capture management determined that threshold increased by 0.625 v from (B)(6) 2024. This increase was greater than amplitude safety margin (+0.5 v) and may have compromised capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).